Event description:
The physician placed a cook endoscopy geenan pancreatic stent in the pancreatic duct of a patient in 2005. In 2006, an attempt was made to remove the stent so that it could be replaced. The stent was reported to have migrated up in the pancreatic duct and could not be removed. The stent was removed using forceps 2 days later. No patient complications occurred as a result of the reported observation. The patient did not undergo any additional procedures, due to this occurrence other than the stent retrieval on the same day. The patient's prognosis was reported as good.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected device was not returned to cook endoscopy for evaluation. Information that would facilitate review of the device history record (ie. Lot number) was not provided with the initial report. We were unable to conduct a sample test form from this batch because the lot number was unable to be determined. A review of the twelve month complaint history record for this product family was conducted. In the past twelve months, there have been no other reported events of stent migration. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we are unable to conduct a full investigation, because the device was not returned for evaluation. The most likely causes for the reported observation are the length of time the stent remained in the patient and patient condition. The stent was left indwelling for 133 days (over four months) before an attempt to remove and replace it was made. This is longer then three months, which is in contradiction with the instructions for use. The instructions for use for the geenan pancreatic stent contains the following statements: wilson-cook pancreatic stents should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended. In the information provided, the physician wondered if the aberration was caused by peristalsis or food debris. It is possible the observation was related to factors involving patient condition and/or bodily function. The instructions for use list stent migration as a complication that can occur in conjunction with pancreatic stent placement. Prior to distribution, all geenan pancreatic stent sets are subjected to a visual and dimensional examination to verify stent integrity. The stent is visually verified for absence of kinks. The stent length and outer diameter are also verified with a dimensional check. Corrective action: no corrective action warranted at this time because the repored ovservation was unable to be verified. The most likely causes are related to leaving the stent in longer than recommendations listed in the instructions for use and patient condition and/or bodily function. Stent migration is an inherent risk of stent placement. A review of the twelve month complaint history revealed this reported occurrence represents an isolated occurrence and the likelihood of this observation is remote. Customer quality assurance will continue to monitor for complaint trends.